Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:the display screen was dim and discolored during investigation.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen went blank and was emitting unknown audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.